Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath, upon interrogation of the implantable cardioverter defibrillator (ICD), it was determined that the patient was experiencing atrial tachycardia/atrial fibrillation (af). It was also reported that there was undersensing of p-waves noted on the stored electrocardiogram. Atrial sensitivity was adjusted and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.